Manufacturer narrative:
Correction: previously reported g3 should have been 01 apr 2021 rather than 05 apr 2021.

Manufacturer narrative:
Correction: h6 - "1080 - intermittent capture" should have been included.

Event description:
New information noted that the right ventricular lead exhibited intermittent capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.